Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that the monofocal intraocular lens (model aab00, +22.0 diopter) was explanted from patient¿s right eye because of patient experiencing blurry vision. There was no incision enlargement, no vitrectomy performed during this procedure. The replacement lens used was a model zxr00 +24.5 diopter. Patient was doing good post exchange. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/10/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under 12x microscope magnification was performed by a qualified final inspection manufacturing specialist. There were pits at the posterior side of the optic area. This type of reject is acceptable as per hb0017 ¿cosmetic specification of acrylic one-piece lenses¿. No other cosmetic abnormalities found on the lens. Lens was further measured as per tm4759 rev. 01 - dimensional measurement of returned complaint sample, and all measurements (haptic width, optic diameter, overall diameter and haptic thickness) were within specification. Complaint event is not confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.